Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to obtain the following information and the device: is the device available for return? Was there any patient consequence? To date, no response has been provided and no device has been received. If further details or the device are received at a later date, a supplemental medwatch will be sent. (B)(4).

Event description:
See attached user facility medwatch mw # (B)(4).